Event description:
The reporter indicated that after two attempts, the device's serial number could not be restored. Intermittent loss of capture was also seen. The pt has not been seen since the implant in 1992. Pacemaker replacement will be planned.